Event description:
It was reported that during a laparoscopic procedure, the "boo" sound was heard soon. Also, air leaked during use. When a forceps was inserted into the device, air did not leak. The device was used as-is to complete the case. There were no adverse consequences for the patient. The customer disposed of two devices.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.